Event description:
A positive immulite 2500 troponin assay result was obtained on a pt sample. The pt sample was re-tested the next day and the troponin I result was negative. The same sample was re-tested again and the troponin I result was positive. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens field svc engineer (fse) was dispatched to the customer site. Analysis of instrument didn't indicate sys error and suspected that sample integrity issue may have caused the discrepant result. The fse recommended sample handling to be reviewed at customer location. No further eval of the device is requested. The instrument is performing within specs.